Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting at the yaw pulley next to the conductor wire. The insulation of the conductor wire do not show damage. The instrument passed the electrical continuity test. The complaint regarding burnt in the front next to the rope, was confirmed by failure analysis. The probable root cause of thermal damage to the bipolar yaw pulley can be attributed to inadvertent energy application from a monopolar instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer noted the maryland bipolar forceps instrument to be burnt in front next to the wire. The procedure was completed with no report of patient harm, serious incident or injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.